Event description:
It was reported the patient presented for change out due to normal eri. Externalized conductors were observed via fluoroscopy at the heel of the lead near the bicuspid valve, 5cm back from the coil. All electrical tests were normal. Lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.